Event description:
Customer reported she was experiencing high blood glucose due to no delivery alarms. Customer had to go to the hospital. Customer declined being transferred at the time. Customer's blood glucose was unknown. No further information reported. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.